Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd implanted: (B)(6) 2019; 694758 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.